Event description:
It was reported that upon a scheduled retrieval of an ivc filter, the physician noticed that one of the hooks from the lower limbs was missing. Under fluoro, he allegedly saw that it was endothelized into the cava wall. There was no extravasation. The patient has had the filter for more than 2 years, and was originally hospitalized for trauma. Placement was allegedly centered and delivered properly. There are no plans to remove the hook, as it allegedly poses no threat. No patient injury reported.

Manufacturer narrative:
The DHR could not be reviewed as the lot number was unknown. The sample evaluation could not be performed as the sample was discarded by the user facility. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.